Event description:
Arm was being prepped with a chloraprep sponge. The glass ampule inside the sponge was broken to release the solution and pieces of the glass came through the sponge, so when scrubbing the patient's arm the glass caused multiple superficial lacerations.what was the original intended procedure?prep arm for intravenous start.